Event description:
This report is for case 1 of 2. As reported by the chief nursing executive officer: twice now [stryker rep] has provided the physician with the wrong implant. The implant has been completely inserted and the physician has closed before [stryker rep] realized he provided the wrong product requiring us to open the patient a second time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.